Manufacturer narrative:
The investigation determined that discordant, higher than expected vitros anti- sars-cov-2 igg results were obtained from a single patient sample processed using vitros cov2igg reagent lot 0290 on a refurbished vitros 5600 integrated system. The vitros cov2igg results were discordant when compared to non-reactive vitros cov2tot results for the patient. A definitive assignable cause for the discordant reactive vitros cov2igg results could not be determined with the information provided. A vitros cov2igg lot 0290 reagent issue cannot be ruled out as a contributor to the event, as the customer did not run qc fluids regularly to verify the performance of the vitros cov2igg lot 0290 reagent assay. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros cov2igg lot 0290. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An instrument issue cannot be ruled out as a contributor to the event. No diagnostic precision testing was conducted to verify the performance of the vitros 5600 integrated system around the time of the event. Additionally, expired maintenance (em) test codes were posted along with the false reactive vitros cov2igg results, indicating maintenance actions were required on the instrument. An interferent that affects the vitros cov2igg assay and not the vitros cov2tot assay cannot be ruled out as a contributor to the event. There was no original sample remaining from the patient sample, therefore, testing to rule out the presence of an interferent was not possible. Patient sample mix up is not a contributor to the event, as the arrangement of patient sample in trays and cups do not suggest patient sample mix up. (B)(4).

Event description:
A distributor contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) on behalf of a customer to report discordant, reactive vitros anti-sars-cov-2 igg (cov2igg) results obtained from a single patient sample when tested on a refurbished vitros 5600 integrated system. The vitros cov2igg results were considered discordant when compared to non-reactive results from vitros anti- sars-cov-2 total (cov2tot) testing. Patient vitros cov2igg results of 1.54 and 1.47 s/c (reactive) versus the expected result of non-reactive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros cov2igg results were not reported from the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).